Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset instructions, and the customer planned to reset the pump when ready, with the option to follow up if the issue continued.